Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following the procedure the patient experienced abdominal pain, vomiting, recurrence hernia and hemorrhage. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that on (B)(6) 2017 the patient underwent another surgical intervention to remove some of the mesh, which was entrapped with yellow-red soft tissue and infected. He experiences pain and will require another hernia repair surgery. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) additional information: additional narrative: it was reported that following insertion the patient experienced nausea, swelling and scar tissue.